Event description:
I had a biozorb implant placed (B)(6) 2021. In (B)(6) 2024 swelling, pain, and infection began in my right breast where the biozorb implant was placed. After 3 visits to dr. Who did not tell me about the recall. But had me believe my ca (carcinoma) returned, had me get an MRI and ultrasound even though my diagnostic mammogram was negative. No talk of the implant causing these symptoms or any reaction when told the implant area on my breast was red and painful to touch since the day it was placed. I insisted the biozorb be removed after my third bout of a severe infection. After it was surgically taken out, I developed a large seroma, had to have that drained (30cc.) Of fluid removed in (B)(6) 2024. Now it has swollen again and I anticipate it will need to be drained again. To date no one - not the company, dr. Or hospital that the dr. Works for, has told me what I should expect in the future or tell me about the recalled implant that was placed in me. I spent 7 months thinking my ca had returned and even when I finally found out that I was not the only patient with problems my dr. Still was not up front about this implant. All my visits and all my surgeries were done by the same dr. I have many mammograms that show the biozorb implant was placed. My surgical note says I had fo221 biozorb marker placed.